Event description:
I was giving a friend a depo provera injection using a bp syringe when the needle detached from the syringe in her arm, spraying the rx on my skin, in my eyes and mouth. I called pharmacy, they told me to wash skin and flush eyes. The rx was wasted and insurance would not cover another dose.